Event description:
A surgeon reports a patient is seeing dark spots temporally following intraocular lens implant surgery. The lens remains implanted at this time. Additional information has been requested.